Manufacturer narrative:
(Corrected data): further investigation of the patient's complaint history revealed the serial number of the ipg is (B)(4) and the lot number of the ipg is 48782. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The serial number of the ipg is unknown. Device 1 of 2. Reference MFR report #: 1627487-2015-07129. It was reported the patient experienced uncomfortable pocket heating while recharging the ipg. The event date is unknown. The patient was given a replacement charging system (different model). On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07129.

Manufacturer narrative:
This ipg serial number was included in a field correction. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.